Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of abdominal aortic aneurysm. The patient rep orted that the "stent collapsed." It was clarified by the physician that a kink in the left limb was observed on a routine CT scan. The physician stated that the rest of the devices looked good and there were no endoleaks. They also stated that the patient was not symptomatic and that he believed the kink was due to underlying occlusive disease. A bare metal balloon expandable stent was placed in the limb to resolve the kink and the patient is doing well. No additional clinical sequelae were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.